Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Analysis of the pump found no significant anomalies. The pump had normal end of service (eos) due to time progression. No anomalies were found during destructive analysis. Interrogation of the pump determined it was used to infuse morphine [25.0 mg/ml] at 1.201 mg/day. (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a medical examiner (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Morphine was also noted as a non-intrathecal medication. No patient medical history was provided. The hcp reported that the patient died of an accidental overdose on (B)(6) 2013. He stated that they were holding the pump as evidence for the case but the investigation had been closed. It was unknown whether the death was related to the device or therapy. The hcp was unsure whether it was determined whether the pump malfunctioned, but stated that information would be in the files. The patient didn't pass away in a medical facility, hospice, or care facility. An autopsy was being performed. It was reported that the medical records for the events/procedures that led up to the patient death or the autopsy report were available, but a signed release was required in order to send the records to the manufacturer; the manufacturer was directed to contact the hcp's office for the release. It was stated that the police department also had investigative records. Follow-up is being conducted for the concentration, dose, and therapy dates of the intrathecal medication the patient was receiving at the time of the event, other medications that the patient was taking at the time of the event, the patient's pertinent medical history (including allergies), medical records/autopsy results, and information on any medical events/procedures leading up to the patient's death. If additional information is received, another follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. Regarding the patient¿s death and postmortem exam, the pump was noted as having been explanted on (B)(6) 2013. It was also indicated that the patient was without injury. No pump rotor study or dye study was performed. The pump and catheter were returned to the manufacturer. It noted the device may be disassembled for analysis.